Event description:
It was reported that the bd interlink¿ blunt plastic cannula point was bent before use. The following information was provided by the initial reporter, translated from japanese to english: "customer reported that the needle point was bent.".

Manufacturer narrative:
H.6. Investigation: one photo was provided for evaluation. It shows one blunt cannula plastic with needle bent. This would have happened during the multivac packaging process. The bottom web is formed to create a kind of nest and the part is placed in the "nest." Then the top web is placed, and the blister is sealed. In this case, the part with the needle bent stayed longer time exposed to the heat sealing the top web, and this would have happened while the process was stopped. The part with the needle bent was not detected. Based on the investigation and the photo provided, the symptom reported by the customer has been confirmed. Lot# is unknown. A device history review could not be completed as no batch number was provided.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd interlink¿ blunt plastic cannula point was bent before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "customer reported that the needle point was bent."